Event description:
It was reported that the patient fell and the lead subsequently migrated. It was noted that there was a loss of parasthesia in the patient's foot, her painful area. The patient wanted the device explanted instead of a lead revision. A revision was scheduled for (B)(6) 2012. A few weeks later it was reported that an explant was done on (B)(6) 2012.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 355531, lot# n335418, implanted: 2012 (B)(6), product type screening device, product ID 3550-39, lot# n338709, implanted: 2012 (B)(6), product type accessory, product ID 3550-29, lot# n312459, implanted: 2012 (B)(6), product type accessory. (B)(4).